Event description:
Event became reportable based on analysis completed on 06/19/2008. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The 90% stenosed lesion was located in the tortuous and mildly calcified proximal left anterior descending artery. Ivus was not used. The vascular access site was radial. The type of lesion being treated was progressive disease. The 2.5x16mm taxus liberte was advanced to the lesion, however, it was unable to cross the lesion. The patient status is "good" with no complications reported. However, device analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination of the device found distal stent damage. Two struts on the first proximal row were raised distally. No kinks or damage were noticed along the shaft of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen section returned with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.